Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-46271.

Event description:
It was reported that the customer had dropped the insulin pump into his recliner and the pump was cracked. Customer stated that his pump broke and his blood glucose went up. Customer stated that a week after the pump broke, he was hospitalized for diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose level was over 600 mg/dl at the time of the incident. Customer was wearing the pump at the time of the emergency room visit. Customer mentioned that the lcd screen was not leaking or missing segments, but the screen was very hard to read. Customer's current blood glucose level was 122 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed functional testing. No missing segments during the self-test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched case and scratched keypad overlay.